Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had foreign matter the following information was provided by the initial reporte it was reported by the customer that found foreign matter in one of their syringes. Rcc received a complaint via phone. Pir attached. Customer found foreign matter in one of their syringes. Not sure which lot it came from. Customer is sending in pictures to the complaints box.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Lot numbers: 1200435; 3312340; 3306029.

Manufacturer narrative:
One sample and five photos of a 10ml luer-lok syringe were received and evaluated. The sample was received loose with decontaminated with the plunger rod removed from the barrel. The foreign matter particulate was not received with the sample. All photos from various angles show one loose syringe with an unknown white with black markings particulate larger than level 4 inside the fluid path also containing an unknown clear fluid. Ftir analysis states the most likely match to be silicone used in the manufacture of syringes. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. A device history record review was completed for provided lot number 1200435 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 309605 batch#: 1200435, 3306029. It was reported by the customer that found foreign matter in one of their syringes. Verbatim: rcc received a complaint via phone. Pir attached. Customer found foreign matter in one of their syringes. Ref number: 309605; lot numbers: 1200435; 3312340; 3306029 - not sure which lot it came from. Customer is sending in pictures to the complaints box.